Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced into left atrium. Leak was observed inside the sgc while dilator removal. Air was observed in the anatomy. Suction was performed for removal of air. The sgc was removed from the anatomy. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported leak was unable to be determined. The reported air embolism was likely a cascading effect of the reported leak. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a